Event description:
Percutaneous coronary intervention (pci) was performed in a 90% stenosed lesion with severe tortuousity using the radial approach in the left circumflex (lcx) posterolateral artery. The lcx posterolateral was stented and post intravascular ultrasound (ivus) was performed. The ivus catheter became caught on the stent, the physician proceeded to move the catheter back and forth until it was successfully released from the stent. The procedure was completed with another ivus catheter. The pt was reported to be fine.